Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, with four minutes left to go in the ablation phase of the procedure the site received a fluid loss alarm. Prior to the fluid loss, the doctor had been holding the sheath at a 45 degree angle laterally to accommodate the patient's bi-cornuate uterus. The patient, who was under monitored anesthesia care (mac), moved slightly just before the fluid loss alarm. There was no cervical leak noted and the procedure was completed with the same procedure set without further fluid loss alarms. Post procedure, the doctor noticed a small burn just inside the patient's vaginal canal lead her to suspect a cervical leak. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.